Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juep1422 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the a-line tubing supplied in the statlock package snapping off. No other information was provided.